Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur. Device is non- allergan device not reportable.

Event description:
Healthcare professional reported right side rupture. Manufacturer of the device is unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.